Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Approximately on (B)(6) 2022, it was reported that the patient experienced inaccurate continuous glucose monitoring system (cgm) values which occurred an undisclosed number of days after the sensor had been inserted in the abdomen. The patient experienced loss of consciousness and fall. The cgm reading was not provided (patient and spouse were unable to verify the cgm value prior to loss of consciousness) and the blood glucose reading was 23 mg/dl. The patient's spouse called emergency medical service. Emergency medical service arrived and provided intravenous dextrose. The patient sustained a bruise from the fall and was scheduled for follow up with her healthcare provider at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.